Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had the light guide (lg) lens shows corrosion, and foreign objects were present at the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the other identified failures is cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.